Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the photographs and additional information we received from the hospital, and our knowledge of the product. Results: the photographs provided showed multiple holes in the evaqua expiratory limbs. The holes appeared to have smooth edges. A lot check revealed no other complaints of this nature for lot number 150721. Conclusion: the sustained damage to the evaqua expiratory limbs indicates that they were punctured with a sharp object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt265 infant breathing circuits would have met the required specification at the time of production. This suggests that the affected breathing circuits were damaged after they were released for distribution. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient."; "set appropriate ventilator alarms."; "check all connections are tight before use."

Event description:
A hospital in (B)(6) reported to a distributor that holes were found in the evaqua expiratory limbs of five rt265 infant dual heated evaqua2 breathing circuits. This was observed before use on a patient.

Manufacturer narrative:
(B)(4) the complaint rt265 infant dual heated evaqua2 breathing circuits are not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Event description:
A hospital in (B)(6) reported to a distributor that holes were found on the evaqua expiratory limbs of five rt265 infant dual heated evaqua2 breathing circuits. This was observed before use on a patient.